Manufacturer narrative:
Internal report #(B)(4). Returned test strips evaluated with defect found: high glucose control test results observed. Most likely underlying root cause of malfunction noted in the complaint: exposure to excess humidity and heat for extended amount of time due to improper storage.

Event description:
Consumer complaint of e-3 error; test strip error. Investigation of returned test strips on (B)(4) 2015 produced glucose control test results above acceptable control range. Blood test attempted during call of (B)(6) 2015 with result of e-3 upon insertion. Test strip lot manufacturer's expiration date is (B)(4) 2016 and open vial date is not verified. Verified storage of product is not within instructed specification since the vial of test strips was left open for extensive amount of time. Adverse event not reported.